Event description:
Procedure: low anterior resection. According to the reporter: the surgeon performed a scheduled low anterior resection on the pt on friday, (B)(6) 2012. It started as a laparoscopic procedure but converted to open as the tumor was large and may have involved other organs. The colon was mobilized with the ligasure. The surgeon used a green contour stapler across the rectum and an eea 31 for the anastomosis which was very low in the pelvis, posterior on the rectum, and intersected the contour staple line. He had mobilized the spleenic flexure so there would be no tension and said there was good blood supply. He said there were two complete tissue donuts, the staple line was hemostatic and there were no bubbles on the leak test. He placed a drain in the pelvic area and the procedure was completed. On saturday, (B)(6) 2012, the pt started bleeding and on sunday spiked a fever. The surgeon suspected a leak and the pt was taken back to surgery on (B)(6) 2012. The surgeon stated, about 50% of the circular staple line on the lateral aspect of the anastomosis was disrupted. This included the intersection of the eea and contour staple lines. It was so low he didn't try to suture repair it due to the possible disruption of the rest of the anastomosis and gave the pt a diverting ileostomy hoping the leak will close on its own. The pt is recovering in the hosp.

Manufacturer narrative:
(B)(4).